Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud is broken on the handpiece. The stud broke while th instrument was being installed prior to a case. There was no pt involvement.